Manufacturer narrative:
The shower chair model and sn are unknown. It is unknown if the consumer had fully read and understood the warnings prior to using the device. Warnings are provided for all consumers in invacare user manuals. Shower chair warnings include: installation: do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur. Stability: all four leg tips must be in contact with shower/tub floor at all times and always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. Wear; check the legs and feet for cracks, breaks, tears, rips and wear. If any of these conditions exist, replace them immediately. Spacing: this model shower chair is unknown. However, each product has spacing specification for tubs and showers. Assistance: users with limited physical capabilities should be supervised or assisted when using the shower chair. Proper functional use: the shower chair is not to be used as a transfer bench, transfer device or climbing device. Loading: weight limitations are provided with each shower chair.

Event description:
While in use, the seat on the shower chair allegedly cracked from side to side and broke, causing the consumer to fall in the shower. No serious injury is alleged.